Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a shorted lead condition upon receipt at guidant's reliability assurance laboratory. The patient had expired; however, the cause of the patient's death was not known.